Event description:
It was reported that the patient received inappropriate shocks. A sudden decrease in sensing was noted. X-ray showed the rv lead dislodged and was situated in the atrium. When repositioning was unsuccessful the lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.